Manufacturer narrative:
The customer's calibration and qc results were ok. The investigation reviewed the system's alarm trace and no abnormalities were found. The investigation is ongoing.

Event description:
The initial reporter received questionable ldhi2 lactate dehydrogenase acc. To ifcc ver.2 results for one patient tested on a cobas 8000 c 502 module. It was requested but not provided if the initial ldh results were reported outside the laboratory. The customer performed repeat testing with the patient's sample on the same cobas 8000 c 502 module as well as a different cobas 8000 c 502 module. At 15:32, the patient's initial ldh result was 1 u/l. The sample was repeated on the same analyzer and the repeat ldh result was 263 u/l with a data flag. At 16:02, the patient's repeat ldh results on a different cobas 8000 c 502 module were 282 u/l with a data flag and 286 u/l with a data flag. The ldh reagent lot number was 571978 with an expiration date of 31-aug-2022.

Manufacturer narrative:
A general reagent issue could be excluded due to acceptable calibration and qc results. The customer confirmed the patient's sample was plasma and the ldh assay used was without pre-dilution. Per product labeling, "caution: plasma from primary tubes handled according to the manufacturer's instructions can still contain cells, leading to implausibly high results. One option for these cases is an application with automatic sample pre-dilution (acn 147/acn 8147). Alternatively it is recommended to transfer the plasma from the primary tube to a secondary sample tube." The field service engineer installed a different ldh assay which was suitable for the lithium-heparin plasma sample tubes. Based on the provided information, the investigation determined the issue was consistent with an unknown preanalytical handling issue.